Event description:
It was reported that that the patient with this implantable cardioverter defibrillator (ICD) device exhibited undersensing. Upon review, there were 4 rounds of anti-tachycardia pacing (atp), however it got diverted due to undersensing. After the 2nd atp, the next shock was committed and converted the rhythm. The patient reported syncopal event. Technical services (ts) stated that there was a delay to get the shock. Ts stated stated to check electrolytes, rule out any other medical issues. This device remains in service. No adverse patient effects were reported.